Event description:
MFR was notified by a client that, under specific circumstances, the MFR's blood bank software associated a unit of directed red cells to both the correct and an incorrect pt. In order for the event to occur, the circumstances are such that the user has to be: (1) entering units into inventory via batch mode, not singly; (2) entering more than one unit of autologous, directed, or restricted red cells in succession; and (3) one of the units had to be assigned to multiple assignees (e.g.,smith, baby a and smith, baby b) followed by a unit a single assignee (e.g., jones, john). It is very unusual for clients to apply multiple assignees to a unit. In the above circumstances, the system carried over the second assignee (e.g., smith, baby b) to the second unit such that this unit appeared to be incorrectly assigned to jones, john and smith, baby b. Since multiple assignees are rare, the problem was very apparent to the healthcare professional using the software. No injuries or death occurred as a result of the problem. One program was modified to correct the defect. MFR notified all affected clients. Software correction was designed, developed, tested and distributed per MFR's standard operating procedures and distributed to clients in a test environment. Clients were provided with testing guidelines and required to validate the system prior to installation of the software in the live environment.